Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
Correction: missing explant date previously.

Manufacturer narrative:
Correction: previously reported h6 code "2892 - charging problem" should not have been added. The reported events of inability to interrogate, premature battery depletion, inadequate or imprecise result or readings, and inappropriate or unexpected reset were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer report number: 2017865-2021-13189. New information received noted that the pacemaker could not be interrogated and it was determined that there was a high current drain from (B)(6) 2021 until at least (B)(6) 2021. Also, the battery drained prematurely because the radio frequency (rf) telemetry remained on to transmit several noise episodes on the right ventricular (rv) lead that were recorded as high ventricular rate. On (B)(6) 2021, the patient presented for a generator change. Upon opening the pocket, the right ventricular lead was tested and exhibited low sensing and loss of capture. The device was explanted and replaced; the rv lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker stopped recording high ventricular rate (hvr) electrograms despite hvr episodes continuing to occur. Upon inspection, it was noted that a device reset had taken place, coinciding with the date the electrograms stopped being recorded. The pacemaker was not in backup mode. The patient would continue to be monitored; further intervention was discussed, but none was reported. The patient was in stable condition.